Event description:
Patient with increasing pain with epidural in place. The anesthesiologist discovered that there was a crack in the piece that attached the epidural catheter to the tubing. Anesthesia replaced epidural.